Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be error of inspector. The DHR review could not be performed without a lot number. A labeling review is not required because labeling could not have prevented the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient thought because of these drain bag did not have the anti reflux chamber they caused urinary tract infection. It was stated that the patient currently on a antibiotic. Per follow up via phone on 17sep2024, it was reported replacement bag received and working well.

Event description:
It was reported that the patient thought because of these drain bag did not have the anti reflux chamber they caused urinary tract infection. It was stated that the patient currently on a antibiotic.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.